Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the vessel locator wings was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions: the starclose se device was deployed in a calcified common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty interventional procedure. Reportedly, the starclose se device was deployed and the position was checked using ultrasound. It was found that the locator wings were caught on some posterior wall plaque so they were retracted by depressing the safety release mechanism using artery forceps. Once the device was pulled back past, the posterior plaque the locator wings would not re-deploy, therefore the starclose se device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.